Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle came off with it and stayed inside the shield when they took the shield off. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0189422. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200900996, 200899920] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that when the consumer took the needle shield off, the needle came off with it and stayed inside the shield. Verbatim: spouse reported consumer had 1 syringe fail on him today. Stated when he took the needle shield off the needle came off with it and stayed inside the shield."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that when the consumer took the needle shield off, the needle came off with it and stayed inside the shield. Verbatim: spouse reported consumer had 1 syringe fail on him today. Stated when he took the needle shield off the needle came off with it and stayed inside the shield".